Manufacturer narrative:
The stents remain implanted in the patient. The delivery system was requested, but has not been received to date. A review of the lot history record (lhr) indicated that there were no non-conformance's observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that dislodgement is captured as a foreseeable event. The investigation is not yet complete. A follow-up report will be submitted with relevant additional information.

Event description:
A (B)(6) male patient with medical history of coronary artery disease with percutaneous coronary intervention (pci) of non-target vessel (proximal right coronary artery (rca)), known heart failure, hypertension, dyslipidemia, a mechanical valve, and ex-smoker, presented with stable angina. Coronary angiography showed stenosis in the distal rca. The patient enrolled in (B)(6) trial (B)(6) 2019 and underwent pci. While crossing the previously stented proximal rca (stented years ago), via radial access, with a 3.0x30mm cobra pzf nanocoated coronary stent system, the stent dislodged from the balloon; as the stent was unable to be placed in the target lesion (distal rca), it was deployed at the unintended proximal rca (site of the previously implanted stent). The target lesion in the distal rca was treated via deployment of a drug-eluting stent. There were no reported adverse patient sequelae. Additional information was requested.